Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was simultaneous noise on the atrial and ventricular electrograms and that it appeared to be a mirror image. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead exhibited increased thresholds over time, high impedance and possible lead fracture. It was noted that noise was observed intermittently on both the rv and right atrial (ra) electrograms. The rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.